Event description:
Updated summary: device is not returning.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5, h6 (type of investigation, investigation findings, investigation conclusion), h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose, sensor error change sensor alert and blood at site. The blood glucose was 118 mg/dl and sensor glucose was 40 mg/dl. The customer reported hemorrhage/blood loss/bleeding which did not require treatment. The event involved product(s) mmt-7020la. Troubleshooting was performed and customer was reporting a discrepancy between sensor glucose vs. Blood glucose which was not within range. The insulin delivery was not suspended due to sensor glucose vs blood glucose difference, but the difference was 98%. Explained sensor may have no longer been responding to glucose changes. Customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. No further patient complications were reported. It was unknown whether the customer will continue to use the sensor or not. Mmt-7020la was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.